Event description:
It was reported that during a gastrectomy procedure, during the 3rd firing , ntlc gun become stuck & did not go ahead to transect as the firing trigger not moved ahead and hence surgeon made hand sewn anastomosis & completed the procedure. Surgery was delayed by 10 minutes. Procedure was successfully completed with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch #436a46. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned with no reload present and with the halves mixed. The device was received with a half anvil 55 mm a half channel 75 mm, both parts were received assembled. Further evaluation found that the channel shroud was damaged and the anvil was partially detached due to the post broken on the distal end and one of the proximal end. In order to replicate the reported incident, the device was tested for functionality with a test reload 75 mm. However, the fire could not be completed due to mixed halves, confirming that this condition may have caused the reported event. Due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Do not interchange instrument halves with other proximate linear cutter devices without safety lock-out. Also, it is possible that when returning the device for analysis the halves were mixed causing the mismatch batch numbers. The instructions for use do contain the following caution: do not interchange instrument halves with other proximate linear cutter devices without safety lock-out. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Anvil: 436a46. Channel: 892a61. A manufacturing record evaluation was performed for the finished device batch numbers 436a46 and 892a61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.